Event description:
The manufacturer received information alleging a high internal o2. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed an oxygen blending module (obm) test step during testing. The device's oxygen blending module was replaced to address the issue. Device passed full test. Additionally, the sensor board was replaced as it was found to be corroded, but no information provided that there was another malfunction/issue or that it was related to the original reportable malfunction/issue.